Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: the screw could not be inserted to a plate during the surgery on (B)(6), and the doctor checked it. The screw had no tip. It is not known exactly when the screw was broken. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Reported as either 8489017 or 8464962. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents for both lots were reviewed and no complaint related issues were found. Placeholder.